Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: explant date: not applicable, as lens was not explanted. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had glare and reduced vision. It was also noted that there was a defect in the iol optic. The lens was fully inserted into the patient's eye. The daily activities of patient were significantly affected. There was no delay in treatment or other interventions performed. No further information was provided.